Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. The target lesion was located in the right coronary artery (rca). A 2.25 x 24 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. When the physician retracted the stent from the guide, it was found that the stent struts were distorted. The physician abandoned the procedure. It was further reported that the target lesion was 70% stenosed, mildly tortuous, and non-calcified. On the same day, an initial stent was implanted in the same vessel. The 2.25 x 24 synergy ii drug-eluting stent was planned to be implanted in the patent ductus arteriosus (pda). It is possible that the stent could have been damaged while trying to pass through the initial stent that was implanted in the rca.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. The target lesion was located in the right coronary artery (rca). A 2.25 x 24 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. When the physician retracted the stent from the guide, it was found that the stent struts were distorted. The physician abandoned the procedure. It was further reported that the target lesion was 70% stenosed, mildly tortuous, and non-calcified. On the same day, an initial stent was implanted in the same vessel. The 2.25 x 24 synergy ii drug-eluting stent was planned to be implanted in the patent ductus arteriosus (pda). It is possible that the stent could have been damaged while tryin to pass through the initial stent that was implanted in the rca.

Manufacturer narrative:
B5. Describe event or problem- updated. Device evaluated by MFR.: synergy ous mr 2.25 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent identified that the crimped stent was damaged on the last proximal strut row with struts lifted and struts from midsection to distal end stretched distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues with the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred and the procedure was cancelled. The target lesion was located in the right coronary artery. A 2.25 x 24 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. When the physician retracted the stent from the guide, it was found that the stent struts were distorted. The physician abandoned the procedure.